Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this clinical study reported on (B)(6) 2015, study ID: 17-4049-03; subject ID: 15-014, underwent a uka surgery with a journey uni system. Five years later, ae#2; worsening left knee pain was reported. Based on the information provided, the worsening left knee pain was due to the progression of osteoarthritis and not the fault of the manufacturing of the smith and nephew device. The attached crfs supports the complaint, however, no other supporting clinical documentation was provided. According to the complaint, the clinical subject has not been treated, although a conversion to a tka is planned. Since this ae is ongoing, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical documentation be provided this complaint, would be reassessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an uka surgery had been performed with a journey uni system on an unspecified date, left knee pain worsened for the clinical subject due to progression of osteoarthritis. Clinical subject has not been treated yet, but a conversion to tka is planned.